Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the synchron lx I 725 clinical system had a waste leak at the gravity drain. No injury was reported.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
A customer reported, he first noticed approximately on (B) (6)-2010 that his freestyle lite blood glucose meter appeared to have missing segments, and he could not read the readings on the meter display. On (B) (6)-2010, the customer reported, he experienced dizziness and went to the emergency room as he was unable to understand his blood glucose readings. The customer was reportedly diagnosed with hypoglycemia and treated with a glucagon shot. There was no report of death or permanent impairment associated with this event.